Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 05sep2024, 12sep2024, and 23sep2024 to confirm that the device had been successfully charged overnight and was returned to use. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was alarming for the battery when plugged in. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue but was then not able to duplicate the alleged issue while completing troubleshooting with the rse. The device was found to be fully operational during the troubleshooting. The customer informed the rse that they would leave the device charging overnight to confirm that the battery was good. This investigation is ongoing.